Manufacturer narrative:
The complainant was contacted for return of the device. The customer has responded that the device has been returned to service for clinical use and indicated the device will not be returning to zoll for evaluation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.